Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had connection issues with the transmitter. The sensor was removed and the electrode was missing. Blood glucose level at the time of the incident was not provided. No product was expected to return.